Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient, who's undergone primary breast augmentation with an unspecified mentor gel implant on the left breast, suffered left breast capsular contracture (baker grade iii), post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: (left) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9526814 sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9507784 sn: (B)(4).